Manufacturer narrative:
No evaluation possible. The instrument in question has been discarded by the user facility. The identifying part and/or lot number has not been provided. Upon receipt of additional information a follow-up report will be submitted. The leucadia and leucadia autolok pedicle screw system is intended to be used as an adjunct to fusion using autograft or allograft in posterior, non-cervical fixation for the following conditions: degenerative disc disease (defined as back pain of discogenic origin with degeneration of the disc confirmed by history and radiographic studies); spondylolisthesis; trauma (i.e. Fracture or dislocation); spinal stenosis; curvatures (i.e. Scoliosis, kyphosis and/or lordosis); tumor; pseudarthrosis; and/or failed previous fusion.

Event description:
During the final tightening process of a two level construct, the tip of a leucadia driver fractured and separated from the instrument. The detached fragment remains entrapped within the implanted set screw.